Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator mains power supply led on front panel was not glowing. The unit is giving loss of ac alarm. The customer confirmed that there is no patient involvement associated with this reported event.